Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Additional patient information: the patient was short. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination r2p slender sheath became stuck in arterial system due to spasm and could not be removed. The patient was taken to surgery in order to remove the sheath. The sheath was pulled apart within the arterial system and the stainless-steel braiding unwound. The procedure outcome was not good. Surgical intervention was required and the patient died. Additional information was received on september 12, 2019. The procedure that was being performed was a r2p, left radial access to treat peripheral artery disease (pad), sfa, and bilateral intervention via irregular radial take off. This was an outpatient procedure. The patient was a sick patient with a history of copd and pulmonary fibrosis. Conscious sedation (versed and fentanyl) was used at the beginning of the case, but it is unclear if additional doses of conscious sedation were given. Patients pre-existing comorbidities (copd, pulmonary fibrosis) made maintaining adequate ventilation difficult. There were no issues with access to the radial artery, access was achieved on the first attempt. It was assumed the sheath was wet with saline before insertion. When obtaining access, they used a smaller sheath, 5-6fr. Gore diagnostic catheter and wire. They were removed and then went in with the r2p sheath. Mix of nitroglycerine, heparin and verapamil were given initially upon access, but while trying to remove the sheath a spasm occurred. They could not give the vaso- dilator cocktail because it wouldn't get to the point of spasm. The tip of the sheath was in the iliac artery or descending aorta and not in the arm where the spasm was occurring. The spasm location was believed to be in the upper arm in the brachial artery. When the sheath was being removed, one part broke off and the other part was completely removed from the patient in the surgery. The speed of removal or force used to pull the sheath out is unknown. When difficulty removing sheath was established the dilator was put back in the sheath to aid in removal. The area of complete separation was approximately 12-15 cm from the distal end of the sheath. The second break was approximately 30-35 cm from first point that broke, the proximal part had unwound. The second area that broke was a separation in the plastic layers of the sheath but was held together by the steal coiling. The patient in general had pain due to preexisting conditions and there was pressure in the buttocks area, therefore patient had trouble lying still. It is unknown if there was pain due to the spasm. The patient was taken to the or to remove the distal part of the sheath from the patient surgically. A cutdown was performed in the subclavian area. The distal part was completely removed from the patient. Bruising was noted at the access site however, there was nothing indicating extra vascular bleeding. The sheath appeared to be crushed, like it had been clamped down. Surgery was successful and the patient left the operating room in stable condition. Three days after surgery the patient died. The physician does not think the r2p caused the patient's death since the surgery to remove the separated portion of the sheath was successful. There was no vessel trauma noted. The patient had a "do not resuscitate "order (dnr) in place.